Event description:
It was reported by the patient's legal guardian that the patient's blood glucose level rose to greater than 300 mg/dl while wearing the pod. Upon inspection of the pod, insulin leakage was observed and the pod's cannula was found to be dislodge. The pod was removed and insulin was subsequently administered via insulin pen, after which the patient's blood glucose level reportedly improved.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g6please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.